Event description:
It was reported that there were difficulties with interrogation and programming of the device while in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of difficulties with interrogation and programming of the device was not confirmed in the laboratory. The device was programmed successfully using the programmer in the laboratory.